Manufacturer narrative:
(B)(4) date sent: 11/3/2016. Additional information requested and received: what was the patient bmi. Gender? Bmi approx. (B)(6). Female patient. Approximately how far lateral from pylorus was device fired? Not known. Was buttressing material used on all 3 devices? Yes. Why was the hospital stay prolonged? Infection. What is the reason for patient being readmitted? What is planned for treatment? Complication: stricture. Planned treatment is to temporarily stent it. What is the current patient status? Patient is unable to eat even blended foods after six weeks. Patient is on tpn while admitted in hospital.

Manufacturer narrative:
(B)(4). Batch # n54r88. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information: surgeon used a clamp to stop continued leakage of gastric contents and over-sewed cut line with pds suture. Surgeon then unscrubbed and contacted sales representative to request that he attend case; patient waiting on table for at least 45 minutes while rep travelled to hospital. Upon rep¿s arrival to hospital, case completed with three more firings of a new (fourth) plee60a device using gst60g/ gst60b reloads with double buttressing. Upon completion of stomach resection, surgeon checked for leaks by placing a ng tube into stomach and inflating stomach with air while abdomen was filled with water; no leaks detected. At this stage, patient is recovering well. Additional information requested and received: can you please clarify what was done to address the issue of the "gastric contents that were leaking from stomach into abdomen"? The surgeon used irrigation to wash and sucked up the contents to clean the area. Was there any change to the procedure as a result of the event? Yes the surgeon had to over-sew to close the gastric defect and stopped operating till I arrived. Was the procedure converted from a laparoscopic procedure to an open procedure? No stayed lap. What is the current patient status? Patient status is unknown at the moment. The resected portion was sent off for analysis. How long was the procedure prolonged as a result of the difficulties encountered with the device (minutes)? 60 minutes.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the first firing on stomach was attempted with a plee60a and gst60t with seam guard on the anvil side only. The device was activated briefly, however stopped once it encountered tissue. They were unable to reverse the knife blade. A second plee60a device was opened and the battery from this device was placed in first and the firing was completed. The surgeon opted to use a second opened device with its provided battery for the second firing; battery removed from first device and returned to the second device. Next, firing was attempted with this second device with a gst60t reload and seam guard on both sides. This second device also activated only briefly and then stopped once it encountered tissue. A third device was opened to use its battery on the second device; however, the battery from third device was inadvertently placed in the third device and was unable to be removed. Another battery was then obtained to place in the second device; able to use reverse switch to return knife blade and remove device. The next firing was attempted with a non-johnson & johnson medical device; however this also did not work. The surgeon then opted to return to the plee60a device that was used for the first firing and fired a second staple line with a gst60t reload and seam guard on both sides. Upon removing the device from the patient, and inspecting jaws, it was evident that the device had cut but not stapled on patient side; staples for patient side still inside reload. As a result, gastric contents were leaking from stomach into abdomen. The procedure required intervention to prevent permanent impairment/damage; cut line was over sewn.

Manufacturer narrative:
(B)(4). Batch # n54r88. Additional information requested but unavailable: what was the patient bmi/gender? Approximately how far lateral from pylorus was device fired? Was buttressing material used on all 3 devices? Why was the hospital stay prolonged? What is the reason for patient being readmitted? What is planned for treatment? What is the current patient status? Additional information received: patient was hospitalized for several extra days postoperatively for observation. The analysis found that the plee60a device was received with the anvil bent upwards and with a gst60t cartridge reload present. The reload was received with the right side fully fired, left side partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. Furthermore the anvil knife slot was noted to be damaged. It is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Furthermore the anvil knife slot was noted to be damaged. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. Intra-operative photos were received. Pictures one, two, four, six and seven, shows a gst60t (black cartridge reload), with the cartridge pan dislodge from the cartridge, the right side unfired, and the left side fully fired. Picture number three shows the top part of the cartridge, with some staples protruding from the pockets on the left side, and the right side fired as the drivers can be appreciated. On picture number five the cartridge pan is showed dislodge from the cartridge, the cartridge is appreciated showing some staples as the cartridge appears to be rested on its side. Based on the photos alone the event describe is confirmed, unfortunately there is not enough evidence in the photos to determine root cause.